Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of a faulty sensor. The customer's mother stated that her daughter had blood glucose over 600 mg/dl and had large ketones. The mother stated that her daughter has readings down to 290 mg/dl now with moderate ketones. The mother stated that they changed their infusion set and is not sure what is wrong with the site. The mother stated that they put it in last night before bed and forgot to remove the adhesive backing after engaging the mio for insertion. The mother stated that the sensor woke them up every 30 minutes on the first day. The customer declined to talk to helpline.